Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. Unable to confirm if previous repair is related to the current complaint as no device was returned. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Event description:
It was reported that the pump was alarming air in line. Per reporter, the alarm was acknowledged and settings reviewed. Res vol 92ml, rate 2ml/hr, given 90.5ml since (B)(6)2024 (not cleared by facility.) Infusion was started (B)(6) at approximate 14:00, and disconnect appointment scheduled for 14:15. There is no visible air bubbles within the tubing. Pere reporter, the pump was powered off and they were unable to remove the cassette as it was locked into place by facility. There is no sfi on file and the patient was instructed to contact the clinic for assistance. They were unable to close clamps on tubing. No patient harm/adverse event reported.

Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.